Event description:
During follow-up, loss of capture and increased pacing impedance were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.